Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement was observed. During lead revision, there was difficulty operating the helix of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, and the helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed while the reported event of failure to capture was not confirmed. Visual inspection of the lead found the helix to be retracted and clogged with blood and tissue. X-ray examination found no anomalies. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and tissue.